Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss message on the screen and the nurses observed blood in the iab catheter tubing. There was no injury or harm to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm inspected the iabp unit and observed that blood had intruded into the patient interface module. To address the issue the stm replaced the patient interface module then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss message on the screen and the nurses observed blood in the iab catheter tubing. There was no injury or harm to patient and no adverse event was reported.